Manufacturer narrative:
(B)(4). Age at time of event or date of birth: (B)(6). Sex/gender: female. Implant date: (B)(6) 2015. The manufacturing record review was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change that could be related to the complaint type reported. There are no discrepancies or defects found during the mrr (manufacturing record review) that are related to the possible causes identified for the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that an tecnis 1 piece zcb0000245 intraocular lens (iol) was explanted and exchanged for an iol of a different power. The patient was reported to be doing fine. Additional information was requested but not received.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.